Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted valve nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a perimount mitral valve was explanted after an implant duration of approx. 8 years for unknown reason. Mitral prosthesis dysfunction was reported. A picture of the explanted device was attached to this file. No other information was provided at the time of the reported event.

Event description:
Edwards received notification that a 27mm carpentier edwards perimount mitral valve was explanted after an implant duration of approx. 8 years due to bioprosthesis calcification leading to stenosis. The patient was admitted with congestive heart failure.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was indicated. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation despite requests. An image of the subject device was provided by the customer. As received, one color photo of valve inflow aspect was provided. Valve appeared to have moderate host tissue overgrowth on the stent circumference on the inflow aspect. Valve also appeared to have multiple sutures attached around the sewing ring. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: h3: evaluation summary: customer reports of calcification and stenosis were confirmed. X ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the outflow aspect. Host tissue overgrowth fused leaflets 1 and 3 by approximately 2mm at commissure 1 and leaflets 2 and 3 by approximately 7mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and heavy on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Subvalvular apparatus was observed around leaflet 1 and commissure 1. Multiple sutures remained attached to the sewing ring around valve on the inflow aspect. Sewing ring was cut around leaflet 3.